Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4296-88 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the implantable cardioverter defibrillator (ICD) system was explanted due to a systemic infection. It was further reported the source of the infection is the device pocket. The patient reported that the generator pocket had been injected with a local anesthetic a year earlier and infection symptoms originated after that time. The patient was treated with antibiotics and the system was replaced. No further patient complications have been reported as a result of this event.